Event description:
An endeavor resolute rx drug-eluting stent, length 18 mm, diameter 2.75 mm, was used to treat a lesion in a patient's severely calcified lad. It was reported that the stent fractured during a post dilatation and the patient suffered a dissection. The device was inspected prior to use with no abnormalities noted. Forty % stenosis remained at the lesion after pre-dilatation. After deployment, the stent was post-dilated with a non-complaint 3 x 12 mm balloon at 14-17 atms for 5-10 seconds. A non-des stent was used to treat the dissection. Cd review: the stent remains in the patient and the delivery system was not returned. A cd of procedural images was returned to medtronic for evaluation. The images confirm a tight resistant lesion in the mid lad. Images post deployment show a restriction in stent expansion in the distal section of the stent. Following post dilation of this section to 14 atms, the restriction was still evident. Further inflation to was performed to 17 atms. Coronary angiography images after post-dilatation show an irregularity in the stent and the vessel. The dissection in the vessel was confirmed by the images. There is no evidence of material fracture or breakage to the stent segments or stent welds based on the images provided. From review of the images it appears that the force applied to the stent segments during post dilatation resulted in misalignment of the previously adjacent non-welded stent segments. This resulted in gapping between the stent segments due to prolapse of resistant vessel through the gaps in the stent struts.

Manufacturer narrative:
(B)(4). Evaluation, results: (no device received for evaluation). (Coronary artery dissection, stent deformation). (Severely calcified, resistant lesion). (High pressure post-dilation of stent in a resistant lesion). Conclusions: (severely calcified, resistant lesion). (High pressure post-dilation of stent in a resistant lesion).